Manufacturer narrative:
1. A customer reported that the glaucoma filtration device was found be breaking through the scleral flap and popping out. 2. The sample was not received upon completing quality summary. 3. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. 4. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. Root cause: since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the plate of a glaucoma filtration device was found to be breaking through the scleral flap of the patient's eye and popping out. The device was explanted. Additional information has been requested.